Manufacturer narrative:
Results: the ruby coil¿s embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The outer diameters (ods) of the embolization coil and proximal constraint sphere were measured and found to be within specification. Conclusions: evaluation of the second ruby coil used in the procedure revealed the stretch resistant (sr) wire was fractured. This type of damage typically occurs due to forceful manipulation of the ruby coil against resistance. If the sr wire becomes fractured and the ruby coil is further manipulated, the embolization coil may become unraveled. Evaluation of the first ruby coil used in the procedure revealed the embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The od of the second ruby coil¿s embolization coil and proximal constraint sphere were measured and found to be within specification. Since the ruby coil pusher assemblies were not returned for evaluation, the root cause of the resistance experienced by the physician could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01042.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was attempting to deploy a ruby coil (lot # f41467) into the patient, only a small portion of the coil was able to advance out of the other manufacturer's microcatheter and into the patient. After that, the physician met resistance and was unable to deploy the entire coil. Therefore, the ruby coil was removed. While attempting to deploy a new ruby coil (lot # f42085) into the patient, the physician deployed part of the coil and then met resistance again. With a lot of the coil still remaining to be deployed, the physician decided to remove both the microcatheter and coil at the same time. While both of the devices were being removed, the ruby coil unintentionally detached and unraveled. Subsequently, a portion of the coil migrated into the superior mesenteric artery (sma). Therefore, the physician required a snare device to remove the coil from the patient without any issues. The procedure was then completed using another manufacturer's coils and the same microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not have continuous flush during the procedure. There was no report of an adverse effect to the patient.